Event description:
On 12/08/06, the lay-user/patient contacted lifescan alleging her one touch ultra meter was reading inaccurately high compared to the way she was feeling. The technical service representative (tsr) corresponded with the pt on 12/11/06, to obtain/verify info. The pt tests her blood glucose 3 times a day. Her medication regimen consists of the following: 5 units of "humlin s" insulin before breakfast, 9 units of "humulin s" insulin at lunchtime, and 8-9 units of "lantus" insulin in the afternoon or evening. The patient adjusts her insulin dosages based on her own decisions and with guidance of her dr. On 12/08/06, the pt obtained a morning reading of "9.9 mmol/l" and took her morning dose of 5 units "humulin s" that day. At 12:00 pm on the same day, the pt tested herself again and got a result of "17.6 mmol/l" (equivalent to 317 mg/dl). She was expecting to get a result of "10.0-12.0 mmol/l" at the time. Based on the meter reading obtained, the pt added 1 extra unit of "humulin s" insulin to her regularly set dose of 9 units at lunchtime. After taking the insulin, she ate lunch. Around 2:00-3:00 pm the pt developed symptoms of hunger, weak legs, and a short temper. The pt did not test herself for an unknown reason while she had the symptoms. After the sysmtpoms developed, the pt treated herself by eating a biscuit and drinking "lucazade." By 4:30 pm that same day, the pt's symptoms were relieved. The pt did not test her blood glucose again until 6:00 pm. She obtained a result of "18.4 mmol/l" but did not have any symptom before going to bed that night. The patient was obtaining her blood samples from her fingers. However, the pt was not cleaning her puncture sites correctly prior to testing. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt took an extra unit of insulin based on her lunchtime meter reading. About 2-3 hours later, she developed symptoms of a short temper, hunger, and leg weakness. She did not test her blood glucose while she had the symptoms, but successfully treated herself by eating food and drinking a beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.